Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. On (B)(6) 2002, the patient underwent another mesh implantation due to chronic suprapubic wound pain and stress incontinence. The patient underwent additional gynecological procedures on (B)(6) 2007, (B)(6) 2009, and (B)(6) 2011 and perigee, intepro y sling and elevate were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures, including mesh revisions on (B)(6) 2002 as well as mesh removal on (B)(6) 2009. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 06/06/2016. (B)(4). It was reported that following insertion the patient experienced cystocele, painful scar on right side, urinary frequency, urgency, urge incontinence and recurrent stress urinary incontinence. The plaintiff underwent multiple revision surgeries.